Manufacturer narrative:
Complaint conclusion: a non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The procedure sheath was on the outer cartridge tubing, fully retracted, and the advancer tube was engaged to the distal tamp lock. The sealant was not returned with the device. An attempt to inflate and deflate the devices per mynx instructions for use (IFU) confirmed the user's complaint. The balloon remained partially inflated when the inflation indicator was retracted completely. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. When the proximal end of the polyimide shaft is pushed against the plunger it traps the fluid in the balloon resulting in a balloon failure to deflate. A product history record (phr) review of lot f1907404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty in patient¿ was confirmed through analysis of the returned device. The exact cause of the issue experienced appears to be due to the proximal end of the polyimide shaft abutting the distal end of the plunger, preventing proper deflation. According to the mynxgrip IFU, which is not intended as a mitigation, users are instructed to inflate and deflate the balloon during preparation of the device. This allows the user to verify if the inflation indicator and balloon are functioning appropriately. The issue with the device appears to be related to the manufacturing process. Therefore, this event was referenced under an existing investigation.

Manufacturer narrative:
A device history record (DHR) review of lot f1907404 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) balloon would not deflate after the sealant was deployed. There was no reported patient injury. The device was removed from the patient with the balloon still inflated. The mynx vcd was used in a diagnostic heart catheter. The physician is trained on using the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30 ¿ 45 degrees) of the vascular sheath introducer. The mynxgrip was used in an arterial vessel. The vessel diameter was verified to be greater than or equal to 5mm in diameter. There was not any vessel tortuosity. The stick location was the mid cfa. There was not any pvd/calcium in the vicinity of the puncture site. Hemostasis was achieved using manual compression for 20 minutes. The patient was not hospitalized in result of the event. The patient has recovered. The balloon was not fully deflated. The balloon was prepped with 100% saline. The deployer was not pinching/pinning the balloon with the advancer tube.